Event description:
Customer increased diabetic medication based on the device results. The customer has been very sick and out of it because of changing their medicine. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.